Manufacturer narrative:
The manufacturer did not yet receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. It was reported by the surgeon that a harm was done to the pt. However there is no indication for a product failure and the cause for this specific clinical event cannot be ascertained from the info provided. Should additional info become available and/or the device be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that during the surgery, the surgeon was not able to tighten down the locking screw with the ncb-ph torque wrench 4 nm after many trials. It was further reported that the torque limiter had obviously run it's course but there is nothing to indicate it needed to be replaced. It was noted by the surgeon that the pt experienced harm and the surgery was extended for 10 minutes.